Event description:
Customer alleged while son was traveling in vehicle with his nurse, the backrest of his chair completely snapped off. Undetermined injury alleged.

Manufacturer narrative:
(B)(6) 2012, (B)(4) - no RMA has been initiated for this issue. Model solara2g, serial number/date code (B)(4) is approximately 7 years 2 months old. The owner's manual part number 1125027 rev a (sep-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, 5' 10" who (B)(6). The consumers preexisting medical condition states that he is completely dependent and cannot speak. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer has been using this device for approximately 7 years. The consumers mother called and stated that the consumer was traveling in a vehicle with his nurse when the backrest of the solara2g wheelchair allegedly snapped off, causing the consumer to fall backwards out of the chair. The consumers wheelchair is equipped with trbkts, transport brackets and pelvic belt. Page 9 of the owners manual states a warning, "trbkts includes four factory installed wheelchair transport brackets. Trbkts has not been crash tested in accordance with wc 19. Use these transport brackets only to secure an unoccupied wheelchair during transport. Only use the transport brackets included with trro and trbkts for the purposes described in this manual. As of this date, the department of transportation has not approved any tie-down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare's position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the auto industry. Invacare cannot and does not recommend any wheelchair transportation systems." Page 92 of the owners manual also warns, "trbkts includes four factory installed wheelchair transport brackets. Trbkts has not been crash tested in accordance with wc 19. Invacare recommends that these transport brackets be used only to secure an unoccupied wheelchair during transport." Injury to the consumer is unknown. The consumer cannot speak to relay any pain / injury. Consumers mother stated that she will probably be taking her son to the doctor to ensure there is no injury.